Manufacturer narrative:
(B)(4). Method; 10 - testing of actual or suspected device - 1 device. Result; 777 - cutter - 1 device. 3252 - fracture problem - 1 device. Conclusion; 61 - user error - 1 device. 18 - failure to follow instructions - 1 device.

Manufacturer narrative:
(B)(4). Of the 9 devices reported, a total of 6 devices were received for evaluation. Additional lot# r93n70; r9451e; r94h1g; r93g6n; r93y6w. (B)(4).

Event description:
This report summarizes <noe> 9 </noe> malfunction events involving a total of 9 actual devices for blade tip broken off. These events occurred during use by a healthcare professional.